Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition that the control unit was not functioning and defective was confirmed. It was noted that the trigger was hanging, the bearing was worn-out, and the motor was jerky. The assignable root cause was determined to be due to strain/wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery oscillator device control unit was not functioning and defective. It was further noted that the trigger was hanging, the bearing was worn-out, and the motor was jerky. It was noted in the service order that the control was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.